Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that there was a particulate matter observed inside the reservoir of a half day infusor. It is unknown when this observation occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14f037 was manufactured from june 26, 2014 to june 27, 2014. The device was received for evaluation. Visual inspection (via the naked eye) as well as under the microscope revealed no evidence of particulate matter either inside the balloon/reservoir or other parts of the unit. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.